Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. Six days after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on an unknown date in the same month as the onset, the patient was treated with an unknown intraperitoneal antibiotic (medication, dosage, frequency, and duration not reported), an unknown intravenous antibiotic (medication, dosage, frequency, and duration not reported), and an unknown oral antibiotic (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unknown date, antibiotic treatment was discontinued. Dianeal therapy was ongoing. After two days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.